Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the test value on the external pulse generator (epg) was not accurate. No fault was found with the epg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the test value on the external pulse generator (epg) was not accurate. There was no patient involvement.